Manufacturer narrative:
All available information was investigated and the difficult to open or close when lowering the gripper lever and material separation were not confirmed via returned device analysis. The analysis also was unable to confirm the reported material separation (blue latch) as the latch and cap was returned intact to the lever. The discrepancy between what was reported and what was observed is likely due to the user placing the latch and cap back on to continue with the procedure. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the intended use section of the mitraclip system gen 4 instructions for use (IFU) states: the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team. As it was reported that the mitraclip device was used on the tricuspid valve, this is considered an off-label use of the device. However, the off-label use did not contribute to the reported issues. The material separation (blue latch) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.h6: device code 2983 was removed and 2921 was added.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper lever separation. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5 with a wide gap between leaflets. A mitraclip ntw was advanced. During the procedure, while performing independent grasping, the gripper lever was lowered at which point the blue latch (gripper lever) detached from the clip delivery system (cds). It was noted that the user was unhappy with the resistance when trying to lower the grippers and that it takes a lot of force that it moves the whole system. The clip was not implanted and removed from the anatomy. A mitraclip xtw was advanced, however on fluoroscopy it was observed that there was a kink in the shaft. It was reported that there was difficulty grasping. The clip was not implanted and removed from the anatomy. Two other mitraclips were implanted to complete the procedure, reducing tr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.